Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi31000172, serial/lot#: (B)(6), rev. 1, product ID: bi31000172, serial/lot#: (B)(6), rev. H. H6: multiple annex a codes were coded for this event. A070603 was coded, for the system not charging. A070803 was coded, for the charging green led being off. A090207 was coded, for the battery level bars not scrolling. H6: the system was serviced in the field and when connected to electricity, it did not charge the system battery. The power factor controller (pfc) board had bad contact. The pfc board failed at install. Two pfc boards were replaced. B01, c02 and d02 are applicable. Product: bi31000172, lot number#: (B)(6), rev. 1 was received by the manufacturer for analysis. The pfc board passed visual inspection and bench test. 110vac was used to power throughout the board, while the boards output was with in the correct output spec. When 24vac was applied to the fan, the fan was fully functional. No fault found. B01, c19 and d14 are applicable. Product: bi31000172, lot number#: (B)(6), rev. H was received by the manufacturer for analysis. Passed bench test. 110vac was used to power throughout the board while the boards output was with in the correct output spec. When 24vac was applied to the fan, the fan was fully functional, no functional problem found, visual inspection shows connector j3 has pins that are electrically overstressed. B01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding an imaging system being used outside of a procedure. It was reported, that system was not charging. Charging green led was off and the battery level bars were not scrolling at all. There was no patient involvement.